Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear, and the liner was not fixed in the cup.

Manufacturer narrative:
(B)(6) reports that the patient was revised to address poly wear, and the liner was not fixed in the cup. Doi (B)(6) 2008 - dor (B)(6) 2013 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation received. Litigation alleges discomfort, pain, stiffness, loss of motion, metal toxicity, implant loosening, metallosis, necrosis, and soft tissue damage. Added the head for metallosis and stem for elevated metal ions. Added the complainant information. This complaint was updated on: (B)(6) 2017.

Event description:
Update sep 27, 2017: pfs and medical records received. After review of medical records for the MDR reportability, in addition to what was previously reported, revision notes reported implant noise, a large amount of black staining material, and gross soft tissue laxity. This complaint was updated on oct 18, 2017.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges constrained liner. Added lawyer, law firm and revision hospital. Added unknown hip implant due to previously alleged implant loosening.